Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a patient that made a mistake/touch contamination and peritonitis coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred. On (B)(6) 2012, the patient was hospitalized for a urinary tract infection. On (B)(6) 2012 during hospitalization, the patient was diagnosed with peritonitis and treated with (unknown) antibiotics. The cause of peritonitis was that patient made a mistake/touch contamination. The patient was discharged from the hospital back to the nursing home.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.